Event description:
It was reported that during a lap cholecystectomy procedure, the trocar was inserted after insufflation, penetrated the abdominal wall and the blade did not bounce back. The surgeon completed the procedure without any additional action. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.